Event description:
Customer claims that the alarm has power, but there's no alarm tone when the chair belt sensor is detached. On (B) (6) 2010 the pt detached the chair belt sensor while the caregiver was the pt and the alarm did not sound. They checked the belt sensor with a working alarm and the belt sensor is working fine. There was not pt injury reported.

Manufacturer narrative:
(B) (4). Product was requested to be returned for eval and has not been received. (B) (4).